Event description:
Surgeon had pushed tibial bearing insert in normal step but wire stick with insert that peel from it. Surgeon had changed tibial bearing insert in same size follow usual step to finished. The item used cooperate with scorpio ps femoral component # 7 and scorpio tibial tray #7.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.